Manufacturer narrative:
This MDR was submitted during the system outage from (b)(6) 2026 to (b)(6) 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection.Based on the results of the investigation, a definitive root cause could not be identified.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor the field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center for a separate issue. During the device analysis, a reportable event was found. It was determined that foreign objects on the air/water cylinder and tube were observed. There was no patient involvement.